Manufacturer narrative:
Batch review performed on 26 november 2020: lot 133052: (B)(4) items manufactured and released on 17-sep-2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event clinical evaluation: femoral component (stem, head and liner) revision performed 5 years and 9 months after primary cementless total hip arthroplasty. No information concerning patient age, gender, general health status and the presence of comorbidities is available. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery for stem loosening 5 years and 9 months after primary surgery. The surgeon revised successfully the stem, head and liner.